Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), rash ("rash/constant rash"), mental impairment ("brain fog (she lost her job)"), depression suicidal ("depression so bad, she became suicidal, suicidal thoughts"), suicide attempt ("suicide attempts"), ECG signs of myocardial ischaemia ("EKG showed ischemia which resulted in an immediate stress test") and immunodeficiency ("further demise of her immune system") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had extreme difficultly implanting the left coil, process took around an hour" on (B)(6) 2008. In 2008, 61 days before insertion of essure, the patient experienced ECG signs of myocardial ischaemia (seriousness criterion medically significant). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain during insertion procedure"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), mental impairment (seriousness criterion hospitalization), depression suicidal (seriousness criterion medically significant) with fatigue, mood swings, crying and anger, cerebral disorder ("brain zaps"), menorrhagia ("extreme clotting with heavy bleeding (menstruation), excessive bleeding"), headache ("headaches"), back pain ("back pain") and abdominal pain ("pain in abdomen, cramping"). On an unknown date, the patient experienced rash (seriousness criteria hospitalization and intervention required), suicide attempt (seriousness criterion medically significant), dizziness ("dizziness"), pain in extremity ("leg pain"), dental caries ("teeth bgan to rot out, had them pulled, crowns, and cavities"), immunodeficiency (seriousness criterion medically significant), mammogram abnormal ("abnormal mammogram resulted in further diagnostic mammogram testing and ultrasound"), lymphadenopathy ("swollen lymph nodes") and muscle twitching ("twitching"). The patient was treated with surgery (essure removed via hysterectomy on (B)(6) 2013), surgery (essure removed via hysterectomy on (B)(6) 2013), surgery (required psychiatric attention) and surgery (teeth pulled, crowns, and cavities). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, depression suicidal, suicide attempt, pain in extremity and abdominal pain had resolved and the rash, mental impairment, cerebral disorder, procedural pain, menorrhagia, dizziness, headache, ECG signs of myocardial ischaemia, dental caries, immunodeficiency, mammogram abnormal, lymphadenopathy, back pain and muscle twitching outcome was unknown. The reporter considered abdominal pain, back pain, cerebral disorder, dental caries, depression suicidal, dizziness, ECG signs of myocardial ischaemia, headache, immunodeficiency, lymphadenopathy, mammogram abnormal, menorrhagia, mental impairment, muscle twitching, pain in extremity, pelvic pain, procedural pain, rash and suicide attempt to be related to essure. The reporter commented: consumer reported on 31-oct-2014 (FDA # mw5037638): within one month, she started experiencing extremely heavy menstrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, she did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. She was placed on over ten different medications, non helped, some made symptoms worse. For several years, she experienced the symptoms and went to various mental health professionals, gynecological doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, she became suicidal. On (B)(6) 2013, she had essure removed. After removal, her mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain. Consumer assessed the case as other serious (important medical events); however did not specify it. On 17-feb-2017, consumer reported (media broadcast) that essure was removed due to a rash, brain fog and pain. The symptoms were so severe that she lost her job. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - in 2008: ischemia (abnormal nos). Mammogram - on an unknown date: abnormal (abnormal nos). Ultrasound scan - on an unknown date: swollen lymph nodes (abnormal nos). Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-nov-2017: event twitching was added and fatigue was previously reported. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), rash ("rash/constant rash"), mental impairment ("brain fog (she lost her job)"), depression suicidal ("depression so bad, she became suicidal, suicidal thoughts"), suicide attempt ("suicide attempts"), ECG signs of myocardial ischaemia ("EKG showed ischemia which resulted in an immediate stress test") and immunodeficiency ("further demise of her immune system") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had extreme difficultly implanting the left coil, process took around an hour" on (B)(6) 2008. In 2008, the patient experienced ECG signs of myocardial ischaemia (seriousness criterion medically significant). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain during insertion procedure"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), mental impairment (seriousness criterion hospitalization), depression suicidal (seriousness criterion medically significant) with fatigue, mood swings, crying and anger, cerebral disorder ("brain zaps"), menorrhagia ("extreme clotting with heavy bleeding (menstruation), excessive bleeding"), headache ("headaches"), back pain ("back pain") and abdominal pain ("pain in abdomen"). On an unknown date, the patient experienced rash (seriousness criteria hospitalization and intervention required), suicide attempt (seriousness criterion medically significant), dizziness ("dizziness"), pain in extremity ("leg pain"), dental caries ("teeth began to rot out, had them pulled, crowns, and cavities"), immunodeficiency (seriousness criterion medically significant), mammogram abnormal ("abnormal mammogram resulted in further diagnostic mammogram testing and ultrasound"), lymphadenopathy ("swollen lymph nodes"), muscle twitching ("twitching"), abnormal behaviour ("crazy"), crying ("cried uncontrollably") and abdominal pain lower ("cramping"). The patient was treated with surgery (essure removed via hysterectomy on (B)(6) 2013), surgery (essure removed via hysterectomy on (B)(6) 2013), surgery (required psychiatric attention) and surgery (teeth pulled, crowns, and cavities). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, depression suicidal, suicide attempt, pain in extremity, abdominal pain and crying had resolved and the rash, mental impairment, cerebral disorder, procedural pain, menorrhagia, dizziness, headache, ECG signs of myocardial ischaemia, dental caries, immunodeficiency, mammogram abnormal, lymphadenopathy, back pain, muscle twitching and abnormal behaviour outcome was unknown. The reporter considered abdominal pain, abnormal behaviour, back pain, cerebral disorder, crying, dental caries, depression suicidal, dizziness, ECG signs of myocardial ischaemia, headache, immunodeficiency, lymphadenopathy, mammogram abnormal, menorrhagia, mental impairment, muscle twitching, pain in extremity, pelvic pain, procedural pain, rash and suicide attempt to be related to essure. No further causality assessment were provided for the product. The reporter commented: consumer reported on (B)(6) 2014 (FDA # mw5037638): within one month, she started experiencing extremely heavy menstrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, she did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. She was placed on over ten different medications, non helped, some made symptoms worse. For several years, she experienced the symptoms and went to various mental health professionals, gynecological doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, she became suicidal. On (B)(6) 2013, she had essure removed. After removal, her mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain. Consumer assessed the case as other serious (important medical events); however did not specify it. On (B)(6) 2017, consumer reported (media broadcast) that essure was removed due to a rash, brain fog and pain. The symptoms were so severe that she lost her job. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - in 2008: ischemia (abnormal nos), mammogram - on an unknown date: abnormal (abnormal nos), ultrasound scan - on an unknown date: swollen lymph nodes (abnormal nos) . Concerning the injuries reported in this case the following one/onces were described in patient's social media: crazy . Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2018: event crazy added from social media. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5037638) on 23-may-2013. The most recent information was received on 15-feb-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), rash ("rash/constant rash"), mental impairment ("brain fog (she lost her job)"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage"), genital haemorrhage ("heavy blccding"), ECG signs of myocardial ischaemia ("EKG showed ischemia which resulted in an immediate stress test"), depression suicidal ("depression so bad, she became suicidal, suicidal thoughts"), suicide attempt ("suicide attempts") and immunodeficiency ("further demise of her immune system") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had extreme difficultly implanting the left coil, process took around an hour" in (B)(6) 2008 and device ineffective "device ineffective". In 2008, the patient experienced ECG signs of myocardial ischaemia (seriousness criterion medically significant). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain during insertion procedure"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), mental impairment (seriousness criterion hospitalization), depression suicidal (seriousness criterion medically significant) with fatigue, mood swings, crying and anger, cerebral disorder ("brain zaps"), menorrhagia ("extreme clotting with heavy bleeding (menstruation), excessive bleeding"), headache ("headaches"), back pain ("back pain") and abdominal pain ("pain in abdomen"). On an unknown date, the patient experienced rash (seriousness criteria hospitalization and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), dizziness ("dizziness"), pain in extremity ("leg pain"), dental caries ("teeth bgan to rot out, had them pulled, crowns, and cavities"), immunodeficiency (seriousness criterion medically significant), mammogram abnormal ("abnormal mammogram resulted in further diagnostic mammogram testing and ultrasound"), lymphadenopathy ("swollen lymph nodes"), muscle twitching ("twitching"), abnormal behaviour ("crazy"), crying ("cried uncontrollably"), abdominal pain lower ("cramping"), depression ("depression"), alopecia ("hair loss") and tooth disorder ("dental issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removed via hysterectomy/surgery), surgery (essure removed via hysterectomy /surgery), surgery (required psychiatric attention) and surgery (teeth pulled, crowns, and cavities). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, depression suicidal, suicide attempt, pain in extremity, abdominal pain and crying had resolved and the rash, mental impairment, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, ECG signs of myocardial ischaemia, cerebral disorder, procedural pain, menorrhagia, dizziness, headache, dental caries, immunodeficiency, mammogram abnormal, lymphadenopathy, back pain, muscle twitching, abnormal behaviour, depression, alopecia and tooth disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abnormal behaviour, abortion spontaneous, alopecia, back pain, cerebral disorder, crying, dental caries, depression, depression suicidal, dizziness, ECG signs of myocardial ischaemia, genital haemorrhage, headache, immunodeficiency, lymphadenopathy, mammogram abnormal, menorrhagia, mental impairment, muscle twitching, pain in extremity, pelvic pain, pregnancy with contraceptive device, procedural pain, rash, suicide attempt and tooth disorder to be related to essure. The reporter commented: consumer reported on 31-oct-2014 (FDA # mw5037638): within one month, she started experiencing extremely heavy menstrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, she did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. She was placed on over ten different medications, non helped, some made symptoms worse. For several years, she experienced the symptoms and went to various mental health professionals, gynecological doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, she became suicidal. On (B)(6) 2013, she had essure removed. After removal, her mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain. Consumer assessed the case as other serious (important medical events); however did not specify it. On (B)(6) 2017, consumer reported (media broadcast) that essure was removed due to a rash, brain fog and pain. The symptoms were so severe that she lost her job. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - in 2008: ischemia (abnormal nos), mammogram - on an unknown date: abnormal (abnormal nos), ultrasound scan - on an unknown date: swollen lymph nodes (abnormal nos) . Concerning the injuries reported in this case the following one/onces were described in patient's social media: crazy. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2018: summons received ¿ new events, ¿miscarriage, depression, dental issues, heavy bleeding, device ineffective" were added. Product implant and explant date was updated. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), rash ("rash"), mental impairment ("brain fog (she lost her job)"), depression suicidal ("depression so bad, she became suicidal, suicidal thoughts"), suicide attempt ("suicide attempts"), ECG signs of myocardial ischaemia ("EKG showed ischemia which resulted in an immediate stress test") and immunodeficiency ("further demise of her immune system") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. In 2008, the patient experienced ECG signs of myocardial ischaemia (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced procedural pain ("pain during insertion procedure") and device difficult to use ("physician had extreme difficultly implanting the left coil, process took around an hour"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and clinically significant/intervention required), mental impairment (seriousness criterion hospitalization), depression suicidal (seriousness criterion medically significant) with fatigue, mood swings, crying and anger, cerebral disorder ("brain zaps"), menorrhagia ("extreme clotting with heavy bleeding (menstruation), excessive bleeding"), headache ("headaches"), back pain ("back pain") and abdominal pain ("pain in abdomen, cramping"). On an unknown date, the patient experienced rash (seriousness criteria hospitalization and clinically significant/intervention required), suicide attempt (seriousness criterion medically significant), dizziness ("dizziness"), pain in extremity ("leg pain"), dental caries ("teeth began to rot out, had them pulled, crowns, and cavities"), immunodeficiency (seriousness criterion medically significant), mammogram abnormal ("abnormal mammogram resulted in further diagnostic mammogram testing and ultrasound") and lymphadenopathy ("swollen lymph nodes"). The patient was treated with surgery (essure removed via hysterectomy on (B)(6) 2013), surgery (essure removed via hysterectomy on (B)(6) 2013), surgery (required psychiatric attention) and surgery (teeth pulled, crowns, and cavities). Essure was withdrawn. At the time of the report, the pelvic pain, depression suicidal, suicide attempt, pain in extremity and abdominal pain had resolved and the rash, mental impairment, cerebral disorder, procedural pain, menorrhagia, dizziness, headache, ECG signs of myocardial ischaemia, dental caries, device difficult to use, immunodeficiency, mammogram abnormal, lymphadenopathy and back pain outcome was unknown. The reporter considered pelvic pain, rash, mental impairment, depression suicidal, suicide attempt, cerebral disorder, procedural pain, menorrhagia, dizziness, pain in extremity, headache, ECG signs of myocardial ischaemia, dental caries, device difficult to use, immunodeficiency, mammogram abnormal, lymphadenopathy, back pain and abdominal pain to be related to essure. The reporter commented: consumer reported on 31-oct-2014 (FDA # mw5037638): within one month, she started experiencing extremely heavy menstrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, she did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. She was placed on over ten different medications, non helped, some made symptoms worse. For several years, she experienced the symptoms and went to various mental health professionals, gynecological doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, she became suicidal. On (B)(6) 2013, she had essure removed. After removal, her mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain. Consumer assessed the case as other serious (important medical events); however did not specify it. On 17-feb-2017, consumer reported (media broadcast) that essure was removed due to a rash, brain fog and pain. The symptoms were so severe that she lost her job. Diagnostic results (normal ranges are provided in parenthesis if available): in 2008: electrocardiogram result was ischemia (abnormal nos). On an unknown date: mammogram result was abnormal (abnormal nos). On an unknown date: ultrasound scan result was swollen lymph nodes (abnormal nos). Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation was updated company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced pelvic pain, rash, brain fog (she lost her job), and stated she had a hysterectomy due to that. She also reported depression so bad, she became suicidal, suicidal thoughts, suicide attempts, her EKG showed ischemia which resulted in an immediate stress test (myocardial ischemia) and further demise of her immune system, amongst non-serious events. Pelvic pain and rash are anticipated whereas the other events are unanticipated in the reference safety information for essure. Pelvic pain may occur within patients under essure use. Essure can cause allergic reactions in patients who are allergic to metals. In addition, some users may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported for this device include rash, pruritus, and hives. Considering the nature of these events and the lack of alternative explanation, a causal relationship with essure cannot be excluded. It has been described that some patients may experience mild depression or other emotional disturbances due to regret in decision to undergo permanent contraception. However, even though no further information regarding consumer's concurrent conditions and concomitant drugs was provided, considering the mechanical (non-pharmacological), local action of essure at fallopian tubes, it is highly unlikely that depression suicidal and suicidal attempts could be related to essure. Due to the same reason, mental impairment, myocardial ischemia and immune system disorder were considered unrelated to essure. This case was regarded as incident, as a surgical intervention was required. A new product technical analysis is expected. No further information is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5037638) on 23-may-2013. The most recent information was received on 04-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), rash ("rash/constant rash"), mental impairment ("brain fog (she lost her job)"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage"), genital haemorrhage ("heavy blccding"), ECG signs of myocardial ischaemia ("EKG showed ischemia which resulted in an immediate stress test"), depression suicidal ("depression so bad, she became suicidal, suicidal thoughts"), suicide attempt ("suicide attempts"), immunodeficiency ("further demise of her immune system/immune system deficiency") and rheumatoid arthritis ("arthritis") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had extreme difficultly implanting the left coil, process took around an hour" in (B)(6) 2008, device monitoring procedure not performed "essure confirmation test(s) not conducted, " and device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 ((B)(6) 1993) and abortion (in 1989). Concurrent conditions included body mass index normal (on (B)(6) 1993), depression (on (B)(6) 1993) and bronchitis (on (B)(6) 1993). Concomitant products included aripiprazole (abilify), desvenlafaxine succinate (pristiq), dexamethasone;diprophylline;tetracycline hydrochloride;trypsin (pulmocortison iny), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), melatonin, methylphenidate, mirtazapine, paroxetine hydrochloride (paxil), quetiapine fumarate (seroquel), risperidone (risperdal), salbutamol (albuterol) and ziprasidone hydrochloride (geodon). In 2008, the patient was found to have ECG signs of myocardial ischaemia (seriousness criterion medically significant) and experienced hair disorder ("hair follicle disease"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("pain during insertion procedure"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), rash (seriousness criteria hospitalization and intervention required), mental impairment (seriousness criterion hospitalization), depression suicidal (seriousness criterion medically significant) with fatigue, mood swings, crying and anger, cerebral disorder ("brain zaps"), menorrhagia ("extreme clotting with heavy bleeding (menstruation), excessive bleeding"), the first episode of headache ("headaches"), back pain ("back pain"), abdominal pain ("pain in abdomen"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("abdominal distended/ painful stomach bloat"), migraine ("migraine"), the second episode of headache ("headaches"), nausea ("nausea") and dyspepsia ("digesstive issue"). In (B)(6) 2008, the patient experienced alopecia ("hair loss") and dry skin ("dry skun"). In 2009, the patient was found to have weight increased ("weight gain") and experienced tremor ("uncomtrollable tremors "). In (B)(6) 2009, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("joint pain/wrists/elbows/knees"), breast cyst ("cyst breast "), respiratory tract infection ("respiratory infection"), menstrual disorder ("abnormal menstrual cycle"), hypoaesthesia ("numbness") and paraesthesia ("tingling of hand"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), pain in extremity ("leg pain/"), dental caries ("teeth bgan to rot out, had them pulled, crowns, and cavities"), immunodeficiency (seriousness criterion medically significant), lymphadenopathy ("swollen lymph nodes"), muscle twitching ("twitching/twitched in neck, hand and arms"), abnormal behaviour ("crazy"), abdominal pain lower ("cramping"), depression ("depression"), urticaria ("hives"), lower respiratory tract infection ("chronic chest infections"), cyst ("cysts"), vertigo ("vertigo"), blood disorder ("blood disorder"), skin odour abnormal ("foul smelling"), hyperhidrosis ("sweating"), dermal cyst ("skin cysts"), sinusitis ("sinus infection"), restless legs syndrome ("restless leg"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), mass ("bump on body and face"), vision blurred ("worsened vision/ vert blurry vision "), left ventricular hypertrophy ("hypertrophy"), inflammation ("inflammation") and dyspnoea ("labored breathing") and was found to have mammogram abnormal ("abnormal mammogram resulted in further diagnostic mammogram testing and ultrasound"), heart rate abnormal ("abnormal heart rate") and acrochordon ("skin tags"). The patient was treated with surgery (essure removed via hysterectomy /surgery, essure removed via hysterectomy/surgery, required psychiatric attention and teeth pulled, crowns, and cavities) and psychiatric attention. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, depression suicidal, suicide attempt, menorrhagia, pain in extremity, abdominal pain, depression, vaginal haemorrhage and dysmenorrhoea had resolved, the rash, mental impairment, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, ECG signs of myocardial ischaemia, cerebral disorder, procedural pain, dizziness, immunodeficiency, mammogram abnormal, lymphadenopathy, back pain, muscle twitching, abnormal behaviour, urticaria, lower respiratory tract infection, cyst, rheumatoid arthritis, fibromyalgia, vertigo, heart rate abnormal, blood disorder, abdominal distension, skin odour abnormal, hyperhidrosis, dry skin, dermal cyst, acrochordon, sinusitis, migraine, the last episode of headache, nausea, restless legs syndrome, post-traumatic stress disorder, anxiety, mass, vision blurred, weight increased, vitamin d deficiency, arthralgia, hair disorder, left ventricular hypertrophy, tremor, dyspepsia, breast cyst, respiratory tract infection, inflammation, menstrual disorder, hypoaesthesia, paraesthesia and dyspnoea outcome was unknown and the dental caries and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dyspnoea, hypoaesthesia and paraesthesia with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal behaviour, abortion spontaneous, acrochordon, alopecia, anxiety, arthralgia, back pain, blood disorder, breast cyst, cerebral disorder, cyst, dental caries, depression, depression suicidal, dermal cyst, dizziness, dry skin, dysmenorrhoea, dyspepsia, ECG signs of myocardial ischaemia, fibromyalgia, genital haemorrhage, hair disorder, heart rate abnormal, hyperhidrosis, immunodeficiency, inflammation, left ventricular hypertrophy, lower respiratory tract infection, lymphadenopathy, mammogram abnormal, mass, menorrhagia, menstrual disorder, mental impairment, migraine, muscle twitching, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, procedural pain, rash, respiratory tract infection, restless legs syndrome, rheumatoid arthritis, sinusitis, skin odour abnormal, suicide attempt, tremor, urticaria, vaginal haemorrhage, vertigo, vision blurred, vitamin d deficiency, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: consumer reported on (B)(6) 2014 (FDA # mw5037638): within one month, she started experiencing extremely heavy menstrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, she did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. She was placed on over ten different medications, non helped, some made symptoms worse. For several years, she experienced the symptoms and went to various mental health professionals, gynecological doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, she became suicidal. On (B)(6) 2013, she had essure removed. After removal, her mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain. Consumer assessed the case as other serious (important medical events); however did not specify it. On (B)(6) 2017, consumer reported (media broadcast) that essure was removed due to a rash, brain fog and pain. The symptoms were so severe that she lost her job. Current weight: 173 lb. She had essure removed, her severe pain left afterword's but after having them in for 5 years, she had other health issues that were from essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Electrocardiogram - in 2008: assessment: abnormal nos results: ischemia. Mammogram - on an unknown date: assessment: abnormal nos results: abnormal. Ultrasound scan - on an unknown date: assessment: abnormal nos results: swollen lymph nodes. Concerning the injuries reported in this case the following one/onces were described in patient's social media: crazy quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-dec-2018: plaintiff fact sheet received and event abnormal menstrual cycle, numbness , tingling, labored breathing were added incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), rash ('rash/constant rash'), mental impairment ('brain fog (she lost her job)'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('miscarriage'), genital haemorrhage ('heavy blccding'), ECG signs of myocardial ischaemia ('EKG showed ischemia which resulted in an immediate stress test'), depression suicidal ('depression so bad, she became suicidal, suicidal thoughts'), suicide attempt ('suicide attempts'), immunodeficiency ('further demise of her immune system/immune system deficiency') and rheumatoid arthritis ('arthritis') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had extreme difficultly implanting the left coil, process took around an hour" in august 2008, device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted,". The patient's medical history included multigravida, parity 1 ((B)(6) 1993) and abortion (in 1989). Concurrent conditions included body mass index normal (on (B)(6) 1993), depression (on (B)(6) 1993) and bronchitis (on (B)(6) 1993). Concomitant products included aripiprazole (abilify), desvenlafaxine succinate (pristiq), dexamethasone;diprophylline;tetracycline hydrochloride;trypsin (pulmocortison iny), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), melatonin, methylphenidate, mirtazapine, quetiapine fumarate (seroquel), risperidone (risperdal), salbutamol (albuterol) and ziprasidone. In 2008, the patient was found to have ECG signs of myocardial ischaemia (seriousness criterion medically significant) and experienced hair disorder ("hair follicle disease"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("pain during insertion procedure"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), rash (seriousness criteria hospitalization and intervention required), mental impairment (seriousness criterion hospitalization), depression suicidal (seriousness criterion medically significant) with fatigue, mood swings, crying and anger, cerebral disorder ("brain zaps"), menorrhagia ("extreme clotting with heavy bleeding (menstruation), excessive bleeding"), the first episode of headache ("headaches"), back pain ("back pain"), abdominal pain ("pain in abdomen"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("abdominal distended/ painful stomach bloat"), migraine ("migraine"), the second episode of headache ("headaches"), nausea ("nausea") and dyspepsia ("digestive issue/ heartburn"). In november 2008, the patient experienced alopecia ("hair loss") and dry skin ("dry skin"). In 2009, the patient was found to have weight increased ("weight gain") and experienced tremor ("uncontrollable tremors"). In november 2009, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("joint pain/wrists/elbows/knees"), breast cyst ("cyst breast"), respiratory tract infection ("respiratory infection"), menstrual disorder ("abnormal menstrual cycle"), hypoaesthesia ("numbness") and paraesthesia ("tingling of hand"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness/vertigo issues"), pain in extremity ("leg pain/"), dental caries ("teeth began to rot out, had them pulled, crowns, and cavities/ "), immunodeficiency (seriousness criterion medically significant), lymphadenopathy ("swollen lymph nodes/multiple swollen lymph nodes"), muscle twitching ("twitching/twitched in neck, hand and arms"), abnormal behaviour ("crazy"), the first episode of abdominal pain lower ("cramping"), depression ("depression"), urticaria ("hives"), lower respiratory tract infection ("chronic chest infections"), cyst ("cysts"), vertigo ("vertigo"), blood disorder ("blood disorder"), skin odour abnormal ("foul smelling"), hyperhidrosis ("sweating"), dermal cyst ("skin cysts/cysts develop on upper thigh,on my butt,in my hands,"), sinusitis ("sinus infection"), restless legs syndrome ("restless leg"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), mass ("bump on body and face"), vision blurred ("worsened vision/ vert blurry vision"), left ventricular hypertrophy ("hypertrophy"), inflammation ("inflammation"), dyspnoea ("labored breathing"), loss of consciousness ("blacouts"), allergy to metals ("nickel allergy"), insomnia ("insomnia"), toxicity to various agents ("heavy metal toxicity"), metal poisoning ("nickel poisoning"), coagulopathy ("clotting"), malaise ("sick"), autoimmune disorder ("autoimmune issues"), swelling ("swelling"), pruritus ("itch"), burning sensation ("face burn"), tooth disorder ("dental problems/ crumbling/ turning grey/black"), trigger finger ("trigger fingers"), acne ("chin pimples"), influenza like illness ("flu like symptoms"), panic reaction ("panic with essure"), injury ("trauma"), the second episode of abdominal pain lower ("cramps"), cardiac disorder ("cardiac issues"), bronchitis chronic ("chronic bronchitis"), asthma ("bad asthma"), dyskinesia ("arms jerk/ legs jerk"), smelly body ("body smelled"), gingival disorder ("my gums started turning black"), memory impairment ("bad memories/ I had a razor sharp memory prior to essure"), bone cyst ("I have cyst in my hand bones"), dry hair ("dry hair") and hair dryness ("before essure my hair was mostly straight with a little wave now I have kinky coils (curly),exhausting)") and was found to have mammogram abnormal ("abnormal mammogram resulted in further diagnostic mammogram testing and ultrasound"), heart rate abnormal ("abnormal heart rate") and acrochordon ("skin tags"). The patient was treated with surgery (essure removed via hysterectomy /surgery, essure removed via hysterectomy/surgery, required psychiatric attention and teeth pulled, crowns, and cavities) and psychiatric attention. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, depression suicidal, suicide attempt, menorrhagia, pain in extremity, abdominal pain, depression, vaginal haemorrhage, dysmenorrhoea and coagulopathy had resolved, the rash, mental impairment, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, ECG signs of myocardial ischaemia, cerebral disorder, procedural pain, dizziness, immunodeficiency, mammogram abnormal, lymphadenopathy, back pain, muscle twitching, abnormal behaviour, urticaria, lower respiratory tract infection, cyst, rheumatoid arthritis, fibromyalgia, vertigo, heart rate abnormal, blood disorder, abdominal distension, skin odour abnormal, hyperhidrosis, dry skin, dermal cyst, acrochordon, sinusitis, migraine, the last episode of headache, nausea, restless legs syndrome, post-traumatic stress disorder, anxiety, mass, vision blurred, weight increased, vitamin d deficiency, arthralgia, hair disorder, left ventricular hypertrophy, tremor, dyspepsia, breast cyst, respiratory tract infection, inflammation, menstrual disorder, hypoaesthesia, paraesthesia, dyspnoea, loss of consciousness, allergy to metals, insomnia, toxicity to various agents, metal poisoning, malaise, autoimmune disorder, swelling, pruritus, burning sensation, tooth disorder, trigger finger, acne, panic reaction, injury, the last episode of abdominal pain lower, cardiac disorder, bronchitis chronic, asthma, dyskinesia, smelly body, gingival disorder, memory impairment, bone cyst, dry hair and hair dryness outcome was unknown and the dental caries and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dyspnoea, hypoaesthesia and paraesthesia with essure. The reporter considered abdominal distension, abdominal pain, abnormal behaviour, abortion spontaneous, acne, acrochordon, allergy to metals, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, back pain, blood disorder, bone cyst, breast cyst, bronchitis chronic, burning sensation, cardiac disorder, cerebral disorder, coagulopathy, cyst, dental caries, depression, depression suicidal, dermal cyst, dizziness, dry hair, dry skin, dyskinesia, dysmenorrhoea, dyspepsia, ECG signs of myocardial ischaemia, fibromyalgia, genital haemorrhage, gingival disorder, hair disorder, heart rate abnormal, hyperhidrosis, immunodeficiency, inflammation, influenza like illness, injury, insomnia, left ventricular hypertrophy, loss of consciousness, lower respiratory tract infection, lymphadenopathy, malaise, mammogram abnormal, mass, memory impairment, menorrhagia, menstrual disorder, mental impairment, metal poisoning, migraine, muscle twitching, nausea, pain in extremity, panic reaction, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, procedural pain, pruritus, rash, respiratory tract infection, restless legs syndrome, rheumatoid arthritis, sinusitis, skin odour abnormal, suicide attempt, swelling, tooth disorder, toxicity to various agents, tremor, trigger finger, urticaria, vaginal haemorrhage, vertigo, vision blurred, vitamin d deficiency, weight increased, the first episode of abdominal pain lower, the first episode of headache, hair dryness, smelly body, the second episode of abdominal pain lower and the second episode of headache to be related to essure. The reporter commented: consumer reported on (B)(6) 2014 (FDA # mw (B)(4)): within one month, she started experiencing extremely heavy menstrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, she did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. She was placed on over ten different medications, non helped, some made symptoms worse. For several years, she experienced the symptoms and went to various mental health professionals, gynecological doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, she became suicidal. On (B)(6) 2013, she had essure removed. After removal, her mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain. Consumer assessed the case as other serious (important medical events); however did not specify it. On (B)(6) 2017, consumer reported (media broadcast) that essure was removed due to a rash, brain fog and pain. The symptoms were so severe that she lost her job. The essure device was placed through the right fallopian tube and deployed without difficulty. There were 2 trailing coils. Second essure deployed with about 4 trailing coils. She had essure removed, her severe pain left afterward's but after having them in for 5 years, she had other health issues that were from essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Electrocardiogram - in 2008: assessment: abnormal nos. Results: ischemia. Hysterosalpingogram - on 17-nov-2008: tubal occlusion. Mammogram - on an unknown date: assessment: abnormal nos. Results: abnormal. Ultrasound scan - on an unknown date: assessment: abnormal nos. Results: swollen lymph nodes. Concerning the injuries reported in this case the following one/onces were described in patient's social media: crazy. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media case received. New events: blackouts, nickel sensitivity, insomnia, toxicity to various agents, metal poisoning, clotting disorder, filling sick, autoimmune disorder, swelling nos, itch, burn, tooth disorder, pimples, flu like symptoms, panic reaction, trauma, cramp in lower abdomen, cardiac disorder, jerkiness, body smell, gum disorder, bad memories / I had a razor sharp memory prior to essure, I have cysts in my hand bones, dry hair, before essure my hair was mostly straight with a little wave now I have kinky coils (curly),exhausting) were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
It was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 23-may-2013. The most recent information was received on 07-sep-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), rash ("rash/constant rash"), mental impairment ("brain fog (she lost her job)"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage"), genital haemorrhage ("heavy blccding"), ECG signs of myocardial ischaemia ("EKG showed ischemia which resulted in an immediate stress test"), depression suicidal ("depression so bad, she became suicidal, suicidal thoughts"), suicide attempt ("suicide attempts"), immunodeficiency ("further demise of her immune system/immune system deficiency") and rheumatoid arthritis ("arthritis") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had extreme difficultly implanting the left coil, process took around an hour" in (B)(6) 2008, device monitoring procedure not performed "essure confirmation test(s) not conducted, " and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 ((B)(6) 1993) and abortion (in 1989). Concurrent conditions included body mass index normal (on (B)(6) 1993), depression (on (B)(6) 1993) and bronchitis (on (B)(6) 1993). Concomitant products included aripiprazole (abilify), desvenlafaxine succinate (pristiq), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), melatonin, methylphenidate, mirtazapine, paroxetine hydrochloride (paxil), pulmocortison iny, quetiapine (seroquel), risperidone (risperdal), salbutamol (albuterol) and ziprasidone hydrochloride (geodon). In 2008, the patient experienced ECG signs of myocardial ischaemia (seriousness criterion medically significant) and hair disorder ("hair follicle disease"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain during insertion procedure"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), rash (seriousness criteria hospitalization and intervention required), mental impairment (seriousness criterion hospitalization), depression suicidal (seriousness criterion medically significant) with fatigue, mood swings, crying and anger, cerebral disorder ("brain zaps"), menorrhagia ("extreme clotting with heavy bleeding (menstruation), excessive bleeding"), the first episode of headache ("headaches"), back pain ("back pain"), abdominal pain ("pain in abdomen"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("abdominal distended/ painful stomach bloat"), migraine ("migraine"), the second episode of headache ("headaches"), nausea ("nausea") and dyspepsia ("digestive issue "). In 2009, the patient experienced weight increased ("weight gain") and tremor ("uncontrollable tremors "). On (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain/wrists/elbows/knees") and breast cyst ("cyst breast "). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), dizziness ("dizziness"), pain in extremity ("leg pain/"), dental caries ("teeth began to rot out, had them pulled, crowns, and cavities"), immunodeficiency (seriousness criterion medically significant), mammogram abnormal ("abnormal mammogram resulted in further diagnostic mammogram testing and ultrasound"), lymphadenopathy ("swollen lymph nodes"), muscle twitching ("twitching/twitched in neck, hand and arms"), abnormal behaviour ("crazy"), abdominal pain lower ("cramping"), depression ("depression"), alopecia ("hair loss"), urticaria ("hives"), lower respiratory tract infection ("chronic chest infections"), cyst ("cysts"), vertigo ("vertigo"), heart rate abnormal ("abnormal heart rate"), blood disorder ("blood disorder"), skin odour abnormal ("foul smelling"), hyperhidrosis ("sweating"), dry skin ("dry skin"), dermal cyst ("skin cysts"), acrochordon ("skin tags"), sinusitis ("sinus infection"), restless legs syndrome ("restless leg"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), mass ("bump on body and face"), vision blurred ("worsened vision/ vert blurry vision "), vitamin d deficiency ("vitamin d deficiency"), left ventricular hypertrophy ("hypertrophy"), respiratory tract infection ("respiratory infection ") and inflammation ("inflammation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removed via hysterectomy/surgery), surgery (essure removed via hysterectomy /surgery), surgery (required psychiatric attention) and surgery (teeth pulled, crowns, and cavities). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, depression suicidal, suicide attempt, menorrhagia, pain in extremity, abdominal pain, depression, vaginal haemorrhage and dysmenorrhoea had resolved, the rash, mental impairment, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, ECG signs of myocardial ischaemia, cerebral disorder, procedural pain, dizziness, immunodeficiency, mammogram abnormal, lymphadenopathy, back pain, muscle twitching, abnormal behaviour, urticaria, lower respiratory tract infection, cyst, rheumatoid arthritis, fibromyalgia, vertigo, heart rate abnormal, blood disorder, abdominal distension, skin odour abnormal, hyperhidrosis, dry skin, dermal cyst, acrochordon, sinusitis, migraine, the last episode of headache, nausea, restless legs syndrome, post-traumatic stress disorder, anxiety, mass, vision blurred, weight increased, vitamin d deficiency, arthralgia, hair disorder, left ventricular hypertrophy, tremor, dyspepsia, breast cyst, respiratory tract infection and inflammation outcome was unknown and the dental caries and alopecia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal behaviour, abortion spontaneous, acrochordon, alopecia, anxiety, arthralgia, back pain, blood disorder, breast cyst, cerebral disorder, cyst, dental caries, depression, depression suicidal, dermal cyst, dizziness, dry skin, dysmenorrhoea, dyspepsia, ECG signs of myocardial ischaemia, fibromyalgia, genital haemorrhage, hair disorder, heart rate abnormal, hyperhidrosis, immunodeficiency, inflammation, left ventricular hypertrophy, lower respiratory tract infection, lymphadenopathy, mammogram abnormal, mass, menorrhagia, mental impairment, migraine, muscle twitching, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, procedural pain, rash, respiratory tract infection, restless legs syndrome, rheumatoid arthritis, sinusitis, skin odour abnormal, suicide attempt, tremor, urticaria, vaginal haemorrhage, vertigo, vision blurred, vitamin d deficiency, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: consumer reported on (B)(6) 2014 (FDA # mw (B)(4)): within one month, she started experiencing extremely heavy menstrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, she did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. She was placed on over ten different medications, non helped, some made symptoms worse. For several years, she experienced the symptoms and went to various mental health professionals, gynecological doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, she became suicidal. On (B)(6) 2013, she had essure removed. After removal, her mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain. Consumer assessed the case as other serious (important medical events); however did not specify it. On (B)(6) 2017, consumer reported (media broadcast) that essure was removed due to a rash, brain fog and pain. The symptoms were so severe that she lost her job. Current weight: 173 lb diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Electrocardiogram in 2008: ischemia (abnormal nos). Mammogram on an unknown date: abnormal (abnormal nos). Ultrasound scan on an unknown date: swollen lymph nodes (abnormal nos). Concerning the injuries reported in this case the following one/onces were described in patient's social media: crazy. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Events: abnormal bleeding (vaginal,) (hives, rash, breathing, chronic chest infections, cysts)(arthritis, fibromyalgia, ,vertigo, (abnormal heart rate/beats, blood disorder), dysmenorrhea,(, painful stomach bloat), hair loss, hormonal changes (tubal ligation syndrome, foul smelling, sweating, severe dry skin, skin cysts and skin tags), infection (chronic chest, sinus infections autoimmune related), migraines/headaches, nausea, neurological conditions or problem( restless legs), ptsd, severe anxiety, rashes or skin conditions (severe rashes, bumps on body and face),vision/eye problems (worsened vision), weight gain, other injury/complications(developed cysts in breast/buttock/leg, joint pains in hands, elbows, knees, vitamin d deficiency), hypertrophy, fibromyalgia, hair follicle disease, tremors, digestive disorder, respiratory tract infection were added. Concomitant disease, concomitant drugs, historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 23-may-2013. The most recent information was received on 19-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('couldn't find one of the coils for over an hour'), pelvic pain ('pelvic pain / pain'), rash ('rash/constant rash'), pregnancy with contraceptive device ('miscarriage'), mental impairment ('brain fog (she lost her job)'), abortion spontaneous ('miscarriage'), genital haemorrhage ('heavy bleeding'), autoimmune disorder ('autoimmune issues'), ECG signs of myocardial ischaemia ('EKG showed ischemia which resulted in an immediate stress test'), depression suicidal ('depression so bad, she became suicidal, suicidal thoughts'), suicide attempt ('suicide attempts/ suicide threat'), immunodeficiency ('further demise of her immune system/immune system deficiency') and rheumatoid arthritis ('arthritis') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had extreme difficultly implanting the left coil, process took around an hour/ left coil didn't want to go in but dr kept forcing it" in (B)(6) 2008, device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted,". The patient's medical history included multigravida, parity 1 ((B)(6) 1993) and abortion (in 1989). Concurrent conditions included body mass index normal (on (B)(6) 1993), depression (on (B)(6) 1993) and bronchitis (on (B)(6) 1993). Concomitant products included aripiprazole (abilify), desvenlafaxine succinate (pristiq), dexamethasone;diprophylline;tetracycline hydrochloride;trypsin (pulmocortison iny), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), melatonin, methylphenidate, mirtazapine, quetiapine fumarate (seroquel), risperidone (risperdal), salbutamol (albuterol) and ziprasidone. On(B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have ECG signs of myocardial ischaemia (seriousness criterion medically significant) and experienced hair disorder ("hair follicle disease"). On (B)(6) 2008, the patient experienced procedural pain ("pain during insertion procedure"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), rash (seriousness criteria hospitalization and intervention required), mental impairment (seriousness criterion hospitalization), depression suicidal (seriousness criterion medically significant) with fatigue, mood swings, crying and anger, cerebral disorder ("brain zaps"), menorrhagia ("extreme clotting with heavy bleeding (menstruation), excessive bleeding"), headache ("headaches"), back pain ("back pain"), abdominal pain ("pain in abdomen"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("abdominal distended/ painful stomach bloat"), migraine ("migraine"), nausea ("nausea") and dyspepsia ("digestive issue/ heartburn"). In (B)(6) 2008, the patient experienced alopecia ("hair loss") and dry skin ("dry skin"). In 2009, the patient was found to have weight increased ("weight gain/ weight issues") and experienced tremor ("uncontrollable tremors"). In (B)(6) 2009, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("joint pain/wrists/elbows/knees"), breast cyst ("cyst breast"), respiratory tract infection ("respiratory infection"), menstrual disorder ("abnormal menstrual cycle"), hypoaesthesia ("numbness") and paraesthesia ("tingling of hand"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dizziness ("dizziness/vertigo issues"), pain in extremity ("leg pain/"), dental caries ("teeth began to rot out, had them pulled, crowns, and cavities/"), immunodeficiency (seriousness criterion medically significant), lymphadenopathy ("swollen lymph nodes/multiple swollen lymph nodes"), muscle twitching ("twitching/twitched in neck, hand and arms/ bad twitching in arms and also in legs"), abnormal behaviour ("crazy"), the first episode of abdominal pain lower ("cramping/ abdominal cramping"), depression ("depression"), urticaria ("hives"), lower respiratory tract infection ("chronic chest infections"), cyst ("cysts"), vertigo ("vertigo"), blood disorder ("blood disorder/ blood thickening disorder"), skin odour abnormal ("foul smelling/ scalp smelled horrible"), hyperhidrosis ("sweating"), dermal cyst ("skin cysts/cysts develop on upper thigh,on my butt,in my hands,"), sinusitis ("sinus infection"), restless legs syndrome ("restless leg"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), mass ("bump on body and face"), vision blurred ("worsened vision/ vert blurry vision"), left ventricular hypertrophy ("hypertrophy"), inflammation ("inflammation"), dyspnoea ("labored breathing"), loss of consciousness ("blackouts"), allergy to metals ("nickel allergy"), insomnia ("insomnia"), metal poisoning ("nickel poisoning/heavy metal toxicity"), coagulopathy ("clotting"), malaise ("sick"), swelling ("swelling"), pruritus ("itch"), burning sensation ("face burn"), teeth brittle ("dental problems/ crumbling/ teeth falling apart"), trigger finger ("trigger fingers"), acne ("chin pimples"), influenza like illness ("flu like symptoms"), panic reaction ("panic with essure"), injury ("trauma"), the second episode of abdominal pain lower ("cramps"), cardiac disorder ("cardiac issues"), bronchitis chronic ("chronic bronchitis"), asthma ("bad asthma"), dyskinesia ("arms jerk/ legs jerk"), smelly body ("body smelled"), gingival discolouration ("my gums started turning black"), memory impairment ("bad memories/ I had a razor sharp memory prior to essure"), bone cyst ("I have cyst in my hand bones"), dry hair ("dry hair"), hair texture abnormal ("before essure my hair was mostly straight with a little wave now I have kinky coils (curly),exhausting)") and tooth discolouration ("dental problems/ turning grey/black/ teeth turned blackish") and was found to have mammogram abnormal ("abnormal mammogram resulted in further diagnostic mammogram testing and ultrasound"), heart rate abnormal ("abnormal heart rate") and acrochordon ("skin tags"). The patient was treated with surgery (essure removed via hysterectomy /surgery, essure removed via hysterectomy/surgery, required psychiatric attention and teeth pulled, crowns, and cavities) and psychiatric attention. Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, rash, pregnancy with contraceptive device, mental impairment, abortion spontaneous, genital haemorrhage, autoimmune disorder, ECG signs of myocardial ischaemia, cerebral disorder, procedural pain, dizziness, headache, immunodeficiency, mammogram abnormal, lymphadenopathy, back pain, abnormal behaviour, urticaria, lower respiratory tract infection, cyst, rheumatoid arthritis, fibromyalgia, vertigo, heart rate abnormal, blood disorder, abdominal distension, skin odour abnormal, hyperhidrosis, dry skin, dermal cyst, acrochordon, sinusitis, migraine, nausea, restless legs syndrome, post-traumatic stress disorder, anxiety, mass, vision blurred, vitamin d deficiency, arthralgia, hair disorder, left ventricular hypertrophy, tremor, dyspepsia, breast cyst, respiratory tract infection, inflammation, hypoaesthesia, paraesthesia, dyspnoea, loss of consciousness, allergy to metals, insomnia, metal poisoning, malaise, swelling, pruritus, burning sensation, trigger finger, acne, panic reaction, injury, the last episode of abdominal pain lower, cardiac disorder, dyskinesia, smelly body, gingival discolouration, memory impairment, bone cyst, dry hair, hair texture abnormal and tooth discolouration outcome was unknown, the pelvic pain, depression suicidal, suicide attempt, menorrhagia, pain in extremity, abdominal pain, depression, vaginal haemorrhage, dysmenorrhoea and coagulopathy had resolved, the dental caries, alopecia, menstrual disorder and teeth brittle was resolving and the muscle twitching, weight increased, bronchitis chronic and asthma had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dyspnoea, hypoaesthesia and paraesthesia with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal behaviour, abortion spontaneous, acne, acrochordon, allergy to metals, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, back pain, blood cholesterol increased, blood disorder, bone cyst, breast cyst, bronchitis, bronchitis chronic, burning sensation, cardiac disorder, cerebral disorder, chronic obstructive pulmonary disease, coagulopathy, cyst, dandruff, dental caries, depression, depression suicidal, dermal cyst, device dislocation, discharge, dizziness, drug hypersensitivity, dry hair, dry skin, dyskinesia, dysmenorrhoea, dyspepsia, ECG signs of myocardial ischaemia, feeling abnormal, fibromyalgia, gait inability, genital haemorrhage, gingival discolouration, hair disorder, headache, heart rate abnormal, hyperhidrosis, immunodeficiency, inflammation, influenza like illness, injury, insomnia, left ventricular hypertrophy, loss of consciousness, lower respiratory tract infection, lymphadenopathy, malaise, mammogram abnormal, mass, memory impairment, menorrhagia, menstrual disorder, mental impairment, metal poisoning, migraine, muscle twitching, nausea, nightmare, pain in extremity, panic reaction, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, procedural pain, productive cough, pruritus, pulmonary function test decreased, rash, respiratory tract infection, restless legs syndrome, rheumatoid arthritis, rhinitis, serotonin syndrome, sinusitis, skin odour abnormal, suicide attempt, swelling, teeth brittle, tooth discolouration, tooth loss, tremor, trigger finger, urticaria, vaginal haemorrhage, vertigo, vision blurred, vitamin d deficiency, vomiting, weight increased, the first episode of abdominal pain lower, hair texture abnormal, smelly body and the second episode of abdominal pain lower to be related to essure. The reporter commented: consumer reported on (B)(6) 2014 (FDA # mw (B)(4)): within one month, she started experiencing extremely heavy menstrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, she did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. She was placed on over ten different medications, non helped, some made symptoms worse. For several years, she experienced the symptoms and went to various mental health professionals, gynecological doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, she became suicidal. On (B)(6) 2013, she had essure removed. After removal, her mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain. Consumer assessed the case as other serious (important medical events); however did not specify it. On (B)(6) 2017, consumer reported (media broadcast) that essure was removed due to a rash, brain fog and pain. The symptoms were so severe that she lost her job. The essure device was placed through the right fallopian tube and deployed without difficulty. There were 2 trailing coils. Second essure deployed with about 4 trailing coils. She had essure removed, her severe pain left afterward's but after having them in for 5 years, she had other health issues that were from essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Electrocardiogram in 2008: assessment: abnormal nos. Results: ischemia. Hysterosalpingogram on (B)(6) 2008: tubal occlusion. Mammogram on an unknown date: assessment: abnormal nos. Results: abnormal. Ultrasound scan on an unknown date: assessment: abnormal nos. Results: swollen lymph nodes; in 2012: couldn't find one of the coils for over an hour. Concerning the injuries reported in this case the following one/onces were described in patient's social media: crazy. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Amendment: the report was amended for the following reason: narrative updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('couldn't find one of the coils for over an hour'), pelvic pain ('pelvic pain / pain'), rash ('rash/constant rash'), pregnancy with contraceptive device ('miscarriage'), mental impairment ('brain fog (she lost her job)'), abortion spontaneous ('miscarriage'), genital haemorrhage ('heavy bleeding'), autoimmune disorder ('autoimmune issues'), ECG signs of myocardial ischaemia ('EKG showed ischemia which resulted in an immediate stress test'), depression suicidal ('depression so bad, she became suicidal, suicidal thoughts'), suicide attempt ('suicide attempts/ suicide threat'), immunodeficiency ('further demise of her immune system/immune system deficiency') and rheumatoid arthritis ('arthritis') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had extreme difficultly implanting the left coil, process took around an hour/ left coil didn't want to go in but dr kept forcing it" in (B)(6) 2008, device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted,". The patient's medical history included multigravida, parity 1 ((B)(6) 1993) and abortion (in 1989). Concurrent conditions included body mass index normal (on (B)(6) 1993), depression (on (B)(6) 1993) and bronchitis (on (B)(6) 1993). Concomitant products included aripiprazole (abilify), desvenlafaxine succinate (pristiq), dexamethasone;diprophylline;tetracycline hydrochloride;trypsin (pulmocortison iny), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), melatonin, methylphenidate, mirtazapine, quetiapine fumarate (seroquel), risperidone (risperdal), salbutamol (albuterol) and ziprasidone. In 2008, the patient was found to have ECG signs of myocardial ischaemia (seriousness criterion medically significant) and experienced hair disorder ("hair follicle disease"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("pain during insertion procedure"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), rash (seriousness criteria hospitalization and intervention required), mental impairment (seriousness criterion hospitalization), depression suicidal (seriousness criterion medically significant) with fatigue, mood swings, crying and anger, cerebral disorder ("brain zaps"), menorrhagia ("extreme clotting with heavy bleeding (menstruation), excessive bleeding"), headache ("headaches"), back pain ("back pain"), abdominal pain ("pain in abdomen"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("abdominal distended/ painful stomach bloat"), migraine ("migraine"), nausea ("nausea") and dyspepsia ("digestive issue/ heartburn"). In (B)(6) 2008, the patient experienced alopecia ("hair loss") and dry skin ("dry skin"). In 2009, the patient was found to have weight increased ("weight gain/ weight issues") and experienced tremor ("uncontrollable tremors"). In (B)(6) 2009, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("joint pain/wrists/elbows/knees"), breast cyst ("cyst breast"), respiratory tract infection ("respiratory infection"), menstrual disorder ("abnormal menstrual cycle"), hypoaesthesia ("numbness") and paraesthesia ("tingling of hand"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dizziness ("dizziness/vertigo issues"), pain in extremity ("leg pain/"), dental caries ("teeth began to rot out, had them pulled, crowns, and cavities/"), immunodeficiency (seriousness criterion medically significant), lymphadenopathy ("swollen lymph nodes/multiple swollen lymph nodes"), muscle twitching ("twitching/twitched in neck, hand and arms/ bad twitching in arms and also in legs"), abnormal behaviour ("crazy"), the first episode of abdominal pain lower ("cramping/ abdominal cramping"), depression ("depression"), urticaria ("hives"), lower respiratory tract infection ("chronic chest infections"), cyst ("cysts"), vertigo ("vertigo"), blood disorder ("blood disorder/ blood thickening disorder"), skin odour abnormal ("foul smelling/ scalp smelled horrible"), hyperhidrosis ("sweating"), dermal cyst ("skin cysts/cysts develop on upper thigh,on my butt,in my hands,"), sinusitis ("sinus infection"), restless legs syndrome ("restless leg"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), mass ("bump on body and face"), vision blurred ("worsened vision/ vert blurry vision"), left ventricular hypertrophy ("hypertrophy"), inflammation ("inflammation"), dyspnoea ("labored breathing"), loss of consciousness ("blackouts"), allergy to metals ("nickel allergy"), insomnia ("insomnia"), metal poisoning ("nickel poisoning/heavy metal toxicity"), coagulopathy ("clotting"), malaise ("sick"), swelling ("swelling"), pruritus ("itch"), burning sensation ("face burn"), teeth brittle ("dental problems/ crumbling/ teeth falling apart"), trigger finger ("trigger fingers"), acne ("chin pimples"), influenza like illness ("flu like symptoms"), panic reaction ("panic with essure"), injury ("trauma"), the second episode of abdominal pain lower ("cramps"), cardiac disorder ("cardiac issues"), bronchitis chronic ("chronic bronchitis"), asthma ("bad asthma"), dyskinesia ("arms jerk/ legs jerk"), smelly body ("body smelled"), gingival discolouration ("my gums started turning black"), memory impairment ("bad memories/ I had a razor sharp memory prior to essure"), bone cyst ("I have cyst in my hand bones"), dry hair ("dry hair"), hair texture abnormal ("before essure my hair was mostly straight with a little wave now I have kinky coils (curly),exhausting)") and tooth discolouration ("dental problems/ turning grey/black/ teeth turned blackish") and was found to have mammogram abnormal ("abnormal mammogram resulted in further diagnostic mammogram testing and ultrasound"), heart rate abnormal ("abnormal heart rate") and acrochordon ("skin tags"). The patient was treated with surgery (essure removed via hysterectomy /surgery, essure removed via hysterectomy/surgery, required psychiatric attention and teeth pulled, crowns, and cavities) and psychiatric attention. Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, rash, pregnancy with contraceptive device, mental impairment, abortion spontaneous, genital haemorrhage, autoimmune disorder, ECG signs of myocardial ischaemia, cerebral disorder, procedural pain, dizziness, headache, immunodeficiency, mammogram abnormal, lymphadenopathy, back pain, abnormal behaviour, urticaria, lower respiratory tract infection, cyst, rheumatoid arthritis, fibromyalgia, vertigo, heart rate abnormal, blood disorder, abdominal distension, skin odour abnormal, hyperhidrosis, dry skin, dermal cyst, acrochordon, sinusitis, migraine, nausea, restless legs syndrome, post-traumatic stress disorder, anxiety, mass, vision blurred, vitamin d deficiency, arthralgia, hair disorder, left ventricular hypertrophy, tremor, dyspepsia, breast cyst, respiratory tract infection, inflammation, hypoaesthesia, paraesthesia, dyspnoea, loss of consciousness, allergy to metals, insomnia, metal poisoning, malaise, swelling, pruritus, burning sensation, trigger finger, acne, panic reaction, injury, the last episode of abdominal pain lower, cardiac disorder, dyskinesia, smelly body, gingival discolouration, memory impairment, bone cyst, dry hair, hair texture abnormal and tooth discolouration outcome was unknown, the pelvic pain, depression suicidal, suicide attempt, menorrhagia, pain in extremity, abdominal pain, depression, vaginal haemorrhage, dysmenorrhoea and coagulopathy had resolved, the dental caries, alopecia, menstrual disorder and teeth brittle was resolving and the muscle twitching, weight increased, bronchitis chronic and asthma had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dyspnoea, hypoaesthesia and paraesthesia with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal behaviour, abortion spontaneous, acne, acrochordon, allergy to metals, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, back pain, blood cholesterol increased, blood disorder, bone cyst, breast cyst, bronchitis, bronchitis chronic, burning sensation, cardiac disorder, cerebral disorder, chronic obstructive pulmonary disease, coagulopathy, cyst, dandruff, dental caries, depression, depression suicidal, dermal cyst, device dislocation, dizziness, drug hypersensitivity, dry hair, dry skin, dyskinesia, dysmenorrhoea, dyspepsia, ECG signs of myocardial ischaemia, feeling abnormal, fibromyalgia, gait inability, genital haemorrhage, gingival discolouration, hair disorder, headache, heart rate abnormal, hyperhidrosis, immunodeficiency, inflammation, influenza like illness, injury, insomnia, left ventricular hypertrophy, loss of consciousness, lower respiratory tract infection, lymphadenopathy, malaise, mammogram abnormal, mass, memory impairment, menorrhagia, menstrual disorder, mental impairment, metal poisoning, migraine, muscle twitching, nausea, nightmare, pain in extremity, panic reaction, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, procedural pain, productive cough, pruritus, pulmonary function test decreased, rash, respiratory tract infection, restless legs syndrome, rheumatoid arthritis, rhinitis, serotonin syndrome, sinusitis, skin odour abnormal, suicide attempt, swelling, teeth brittle, tooth discolouration, tooth loss, tremor, trigger finger, urticaria, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, vitamin d deficiency, vomiting, weight increased, the first episode of abdominal pain lower, hair texture abnormal, smelly body and the second episode of abdominal pain lower to be related to essure. The reporter commented: consumer reported on (B)(6) 2014 (FDA # mw (B)(4)): within one month, she started experiencing extremely heavy menstrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, she did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. She was placed on over ten different medications, non helped, some made symptoms worse. For several years, she experienced the symptoms and went to various mental health professionals, gynecological doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, she became suicidal. On (B)(6) 2013, she had essure removed. After removal, her mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain. Consumer assessed the case as other serious (important medical events); however did not specify it. On (B)(6) 2017, consumer reported (media broadcast) that essure was removed due to a rash, brain fog and pain. The symptoms were so severe that she lost her job. The essure device was placed through the right fallopian tube and deployed without difficulty. There were 2 trailing coils. Second essure deployed with about 4 trailing coils. She had essure removed, her severe pain left afterward's but after having them in for 5 years, she had other health issues that were from essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Electrocardiogram in 2008: assessment: abnormal nos. Results: ischemia. Hysterosalpingogram on (B)(6) 2008: tubal occlusion. Mammogram on an unknown date: assessment: abnormal nos. Results: abnormal. Ultrasound scan - on an unknown date: assessment: abnormal nos results: swollen lymph nodes; in 2012: couldn't find one of the coils for over an hour. Concerning the injuries reported in this case the following one/onces were described in patient's social media: crazy. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Amendment: the report was amended for the following reason: the coding of event " constant drainage" was updated from ¿discharge¿ to ¿vaginal discharge¿. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 23-may-2013. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('couldn't find one of the coils for over an hour'), pelvic pain ('pelvic pain / pain'), rash ('rash/constant rash'), pregnancy with contraceptive device ('miscarriage'), mental impairment ('brain fog (she lost her job)'), abortion spontaneous ('miscarriage'), genital haemorrhage ('heavy bleeding'), autoimmune disorder ('autoimmune issues'), ECG signs of myocardial ischaemia ('EKG showed ischemia which resulted in an immediate stress test'), depression suicidal ('depression so bad, she became suicidal, suicidal thoughts'), suicide attempt ('suicide attempts/ suicide threat'), immunodeficiency ('further demise of her immune system/immune system deficiency'), rheumatoid arthritis ('arthritis') and metal poisoning ('nickel poisoning/heavy metal toxicity') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had extreme difficultly implanting the left coil, process took around an hour/ left coil didn't want to go in but dr kept forcing it" in august 2008, device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted,". The patient's medical history included multigravida, parity 1 ((B)(6) 1993) and abortion (in 1989). Concurrent conditions included body mass index normal (on (B)(6) 1993), depression (on (B)(6) 1993) and bronchitis (on (B)(6) 1993). Concomitant products included acetylsalicylic acid (aspirin), aripiprazole (abilify), desvenlafaxine succinate (pristiq), dexamethasone;diprophylline;tetracycline hydrochloride;trypsin (pulmocortison iny), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), melatonin, methylphenidate, mirtazapine, quetiapine fumarate (seroquel), risperidone (risperdal), salbutamol (albuterol) and ziprasidone. In 2008, the patient was found to have ECG signs of myocardial ischaemia (seriousness criterion medically significant) and experienced hair disorder ("hair follicle disease"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("pain during insertion procedure"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), rash (seriousness criteria hospitalization and intervention required), mental impairment (seriousness criterion hospitalization), depression suicidal (seriousness criterion medically significant) with fatigue, mood swings, crying and anger, cerebral disorder ("brain zaps"), menorrhagia ("extreme clotting with heavy bleeding (menstruation), excessive bleeding"), headache ("headaches"), back pain ("back pain"), abdominal pain ("pain in abdomen"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea/ painful periods"), abdominal distension ("abdominal distended/ painful stomach bloat"), migraine ("migraine"), nausea ("nausea") and dyspepsia ("digestive issue/ heartburn"). In (B)(6) 2008, the patient experienced alopecia ("hair loss") and dry skin ("dry skin"). In 2009, the patient was found to have weight increased ("weight gain/ weight issues") and experienced tremor ("uncontrollable tremors"). In (B)(6) 2009, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(4) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("joint pain/wrists/elbows/knees"), breast cyst ("cyst breast"), respiratory tract infection ("respiratory infection"), menstrual disorder ("abnormal menstrual cycle"), hypoaesthesia ("numbness") and paraesthesia ("tingling of hand"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dizziness ("dizziness/vertigo issues"), pain in extremity ("leg pain/"), dental caries ("teeth began to rot out, had them pulled, crowns, and cavities/"), immunodeficiency (seriousness criterion medically significant), lymphadenopathy ("swollen lymph nodes/multiple swollen lymph nodes"), muscle twitching ("twitching/twitched in neck, hand and arms/ bad twitching in arms and also in legs"), abnormal behaviour ("crazy"), abdominal pain lower ("cramping/ abdominal cramping"), depression ("depression"), urticaria ("hives"), lower respiratory tract infection ("chronic chest infections"), cyst ("cysts"), vertigo ("vertigo"), blood disorder ("blood disorder/ blood thickening disorder"), skin odour abnormal ("foul smelling/ scalp smelled horrible/ my whole body smelled horribly"), hyperhidrosis ("sweating/ I used to sweat so bad and I smelled horrible"), dermal cyst ("skin cysts/cysts develop on upper thigh,on my butt,in my hands,"), sinusitis ("sinus infection"), restless legs syndrome ("restless leg"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), mass ("bump on body and face"), vision blurred ("worsened vision/ vert blurry vision/ my vision got really blurry after I got assure"), left ventricular hypertrophy ("hypertrophy"), inflammation ("inflammation/ chronic inflammation"), dyspnoea ("labored breathing"), loss of consciousness ("blackouts"), allergy to metals ("nickel allergy"), insomnia ("insomnia"), metal poisoning (seriousness criterion medically significant), coagulopathy ("clotting"), malaise ("sick"), swelling ("swelling"), pruritus ("itch"), burning sensation ("face burn"), teeth brittle ("dental problems/ crumbling/ teeth falling apart"), trigger finger ("trigger fingers"), acne ("chin pimples"), influenza like illness ("flu like symptoms"), panic reaction ("panic with essure"), injury ("trauma"), cardiac disorder ("cardiac issues"), bronchitis chronic ("chronic bronchitis"), asthma ("bad asthma"), dyskinesia ("arms jerk/ legs jerk"), smelly body ("body smelled"), gingival discolouration ("my gums started turning black"), memory impairment ("bad memories/ I had a razor sharp memory prior to essure"), bone cyst ("I have cyst in my hand bones"), dry hair ("dry hair"), hair texture abnormal ("before essure my hair was mostly straight with a little wave now I have kinky coils (curly),exhausting)"), tooth discolouration ("dental problems/ turning grey/black/ teeth turned blackish") and gait inability ("couldn't walk") and was found to have mammogram abnormal ("abnormal mammogram resulted in further diagnostic mammogram testing and ultrasound"), heart rate abnormal ("abnormal heart rate") and acrochordon ("skin tags"). The patient was treated with surgery (essure removed via hysterectomy /surgery, essure removed via hysterectomy/surgery, required psychiatric attention and teeth pulled, crowns, and cavities) and psychiatric attention. Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, rash, pregnancy with contraceptive device, mental impairment, abortion spontaneous, genital haemorrhage, autoimmune disorder, ECG signs of myocardial ischaemia, cerebral disorder, procedural pain, dizziness, headache, immunodeficiency, mammogram abnormal, lymphadenopathy, back pain, abnormal behaviour, urticaria, lower respiratory tract infection, cyst, rheumatoid arthritis, fibromyalgia, vertigo, heart rate abnormal, blood disorder, abdominal distension, skin odour abnormal, hyperhidrosis, dry skin, dermal cyst, acrochordon, migraine, nausea, restless legs syndrome, post-traumatic stress disorder, anxiety, mass, vision blurred, vitamin d deficiency, arthralgia, hair disorder, left ventricular hypertrophy, tremor, dyspepsia, breast cyst, respiratory tract infection, inflammation, hypoaesthesia, paraesthesia, dyspnoea, loss of consciousness, allergy to metals, insomnia, metal poisoning, malaise, swelling, pruritus, burning sensation, trigger finger, acne, panic reaction, injury, cardiac disorder, dyskinesia, smelly body, gingival discolouration, memory impairment, bone cyst, dry hair, hair texture abnormal, tooth discolouration and gait inability outcome was unknown, the pelvic pain, depression suicidal, suicide attempt, menorrhagia, pain in extremity, abdominal pain, depression, vaginal haemorrhage, dysmenorrhoea, coagulopathy and teeth brittle had resolved, the dental caries, abdominal pain lower, alopecia and menstrual disorder was resolving and the muscle twitching, sinusitis, weight increased, bronchitis chronic and asthma had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dyspnoea, hypoaesthesia and paraesthesia with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abnormal behaviour, abortion spontaneous, acne, acrochordon, allergy to metals, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, back pain, blood cholesterol increased, blood disorder, bone cyst, breast cyst, bronchitis, bronchitis chronic, burning sensation, cardiac disorder, cerebral disorder, chronic obstructive pulmonary disease, coagulopathy, cyst, dandruff, dental caries, depression, depression suicidal, dermal cyst, dermatochalasis, device dislocation, dizziness, drug hypersensitivity, dry hair, dry skin, dyskinesia, dysmenorrhoea, dyspepsia, ECG signs of myocardial ischaemia, feeling abnormal, fibromyalgia, gait inability, genital haemorrhage, gingival discolouration, hair disorder, headache, heart rate abnormal, hyperhidrosis, immunodeficiency, inflammation, influenza like illness, injury, insomnia, left ventricular hypertrophy, loss of consciousness, lower respiratory tract infection, lymphadenopathy, malaise, mammogram abnormal, mass, memory impairment, menorrhagia, menstrual disorder, mental impairment, metal poisoning, migraine, muscle twitching, nausea, nightmare, pain in extremity, palpitations, panic reaction, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, procedural pain, productive cough, pruritus, pulmonary function test decreased, rash, respiratory tract infection, restless legs syndrome, rheumatoid arthritis, rhinitis, serotonin syndrome, sinusitis, skin odour abnormal, suicide attempt, swelling, teeth brittle, tooth discolouration, tooth loss, tremor, trigger finger, urticaria, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, vitamin d deficiency, vomiting, weight increased, hair texture abnormal and smelly body to be related to essure. The reporter commented: consumer reported on(B)(6) 2014 (FDA # mw (B)(4)): within one month, she started experiencing extremely heavy menstrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, she did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. She was placed on over ten different medications, non helped, some made symptoms worse. For several years, she experienced the symptoms and went to various mental health professionals, gynecological doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, she became suicidal. On (B)(4) 2013, she had essure removed. After removal, her mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain. Consumer assessed the case as other serious (important medical events); however did not specify it. On (B)(4) 2017, consumer reported (media broadcast) that essure was removed due to a rash, brain fog and pain. The symptoms were so severe that she lost her job. The essure device was placed through the right fallopian tube and deployed without difficulty. There were 2 trailing coils. Second essure deployed with about 4 trailing coils. She had essure removed, her severe pain left afterward's but after having them in for 5 years, she had other health issues that were from essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Electrocardiogram in 2008: assessment: abnormal nos results: ischemia. Hysterosalpingogram on (B)(4) 2008: tubal occlusion. Mammogram - on an unknown date: assessment: abnormal nos. Results: abnormal. Ultrasound scan on an unknown date: assessment: abnormal nos. Results: swollen lymph nodes; in 2012: couldn't find one of the coils for over an hour. Concerning the injuries reported in this case the following one/onces were described in patient's social media: crazy. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received : events added- dermatochalasis, palpitations. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 23-may-2013. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('couldn't find one of the coils for over an hour'), pelvic pain ('pelvic pain / pain'), dermatitis allergic ('rash/constant rash / allergies or hypersensitivity reaction - rash'), mental impairment ('brain fog (she lost her job)'), suicide attempt ('suicide attempts/ suicide threat'), immunodeficiency ('further demise of her immune system/immune system deficiency'), rheumatoid arthritis ('arthritis') and metal poisoning ('nickel poisoning/heavy metal toxicity') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had extreme difficultly implanting the left coil, process took around an hour/ left coil didn't want to go in but dr kept forcing it" in (B)(6) 2008, device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted,". The patient's medical history included parity 1 in 1993, abortion in 1989 and multigravida. Previously administered products included for contraception: depo shot from (B)(6) 2008 to 2008; for birth control: ortho novum from 1985 to july 2008. Concurrent conditions included body mass index normal since 1993, depression since 1993 and bronchitis since 1993. Concomitant products included acetylsalicylic acid (aspirin), aripiprazole (abilify), desvenlafaxine succinate (pristiq), dexamethasone;diprophylline;tetracycline hydrochloride;trypsin (pulmocortison iny), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), melatonin, methylphenidate, mirtazapine, quetiapine fumarate (seroquel), risperidone (risperdal), salbutamol (albuterol) and ziprasidone. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have ECG signs of myocardial ischaemia ("EKG showed ischemia which resulted in an immediate stress test") and experienced hair disorder ("hair follicle disease"). On (B)(6) 2008, the patient experienced procedural pain ("pain during insertion procedure"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), dermatitis allergic (seriousness criteria hospitalization and intervention required), mental impairment (seriousness criterion hospitalization), depression suicidal ("depression so bad, she became suicidal, suicidal thoughts") with fatigue, mood swings, crying and anger, cerebral disorder ("brain zaps"), menorrhagia ("extreme clotting with heavy bleeding (menstruation), excessive bleeding"), headache ("headaches"), back pain ("back pain"), abdominal pain ("pain in abdomen"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea/ painful periods"), abdominal distension ("abdominal distended/ painful stomach bloat"), migraine ("migraine"), nausea ("nausea"), dyspepsia ("digestive issue/ heartburn") and respiratory tract infection ("respiratory infection"). In (B)(6) 2008, the patient experienced dry skin ("dry skin"). In (B)(6) 2008, the patient experienced muscle twitching ("twitching/twitched in neck, hand and arms/ bad twitching in arms and also in legs") and tremor ("uncontrollable tremors"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain/ weight issues / weight gain / loss (specify which one) gained weight"). In (B)(6) 2009, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("miscarriage") and experienced abortion spontaneous ("miscarriage"). In 2012, the patient experienced dental caries ("teeth began to rot out, had them pulled, crowns, and cavities/"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("joint pain/wrists/elbows/knees"), breast cyst ("cyst breast"), menstrual disorder ("abnormal menstrual cycle"), hypoaesthesia ("numbness") and paraesthesia ("tingling of hand, my whole body feels tingly"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), autoimmune disorder ("autoimmune issues"), dizziness ("dizziness/vertigo issues"), pain in extremity ("leg pain/"), immunodeficiency (seriousness criterion medically significant), lymphadenopathy ("swollen lymph nodes/multiple swollen lymph nodes"), abnormal behaviour ("crazy"), abdominal pain lower ("cramping/ abdominal cramping"), depression ("depression"), urticaria ("hives"), lower respiratory tract infection ("chronic chest infections"), cyst ("cysts"), vertigo ("vertigo"), blood disorder ("blood disorder/ blood thickening disorder"), skin odour abnormal ("foul smelling/ scalp smelled horrible/ my whole body smelled horribly"), hyperhidrosis ("sweating/ I used to sweat so bad and I smelled horrible"), dermal cyst ("skin cysts/cysts develop on upper thigh,on my butt,in my hands,"), sinusitis ("sinus infection"), restless legs syndrome ("restless leg"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), mass ("bump on body and face"), vision blurred ("worsened vision/ vert blurry vision/ my vision got really blurry after I got assure"), left ventricular hypertrophy ("hypertrophy"), inflammation ("inflammation/ chronic inflammation"), dyspnoea ("labored breathing"), loss of consciousness ("blackouts"), allergy to metals ("nickel allergy"), insomnia ("insomnia"), metal poisoning (seriousness criterion medically significant), coagulopathy ("clotting"), malaise ("sick"), swelling ("swelling"), pruritus ("itch"), burning sensation ("face burn"), teeth brittle ("dental problems/ crumbling/ teeth falling apart"), trigger finger ("trigger fingers"), acne ("chin pimples"), influenza like illness ("flu like symptoms"), panic reaction ("panic with essure"), injury ("trauma"), cardiac disorder ("cardiac issues"), bronchitis chronic ("chronic bronchitis"), asthma ("bad asthma"), dyskinesia ("arms jerk/ legs jerk"), smelly body ("body smelled"), gingival discolouration ("my gums started turning black"), memory impairment ("bad memories/ I had a razor sharp memory prior to essure"), bone cyst ("I have cyst in my hand bones"), dry hair ("dry hair"), hair texture abnormal ("before essure my hair was mostly straight with a little wave now I have kinky coils (curly),exhausting)"), tooth discolouration ("dental problems/ turning grey/black/ teeth turned blackish") and gait inability ("couldn't walk") and was found to have mammogram abnormal ("abnormal mammogram resulted in further diagnostic mammogram testing and ultrasound"), heart rate abnormal ("abnormal heart rate") and acrochordon ("skin tags"). The patient was treated with surgery (essure removed via hysterectomy /surgery, essure removed via hysterectomy/surgery, required psychiatric attention and teeth pulled, crowns, and cavities) and psychiatric attention. Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, dermatitis allergic, mental impairment, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, ECG signs of myocardial ischaemia, cerebral disorder, procedural pain, dizziness, headache, immunodeficiency, mammogram abnormal, lymphadenopathy, back pain, abnormal behaviour, urticaria, lower respiratory tract infection, cyst, rheumatoid arthritis, fibromyalgia, vertigo, heart rate abnormal, blood disorder, abdominal distension, skin odour abnormal, hyperhidrosis, dry skin, dermal cyst, acrochordon, migraine, nausea, restless legs syndrome, post-traumatic stress disorder, anxiety, mass, vision blurred, vitamin d deficiency, arthralgia, hair disorder, left ventricular hypertrophy, tremor, dyspepsia, breast cyst, respiratory tract infection, inflammation, hypoaesthesia, paraesthesia, dyspnoea, loss of consciousness, allergy to metals, insomnia, metal poisoning, malaise, swelling, pruritus, burning sensation, trigger finger, acne, panic reaction, injury, cardiac disorder, dyskinesia, smelly body, gingival discolouration, memory impairment, bone cyst, dry hair, hair texture abnormal, tooth discolouration and gait inability outcome was unknown, the pelvic pain, depression suicidal, suicide attempt, menorrhagia, pain in extremity, abdominal pain, depression, vaginal haemorrhage, dysmenorrhoea, coagulopathy and teeth brittle had resolved, the dental caries, abdominal pain lower, alopecia and menstrual disorder was resolving and the muscle twitching, sinusitis, weight increased, bronchitis chronic and asthma had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dyspnoea, hypoaesthesia and paraesthesia with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abnormal behaviour, abortion spontaneous, acne, acrochordon, allergy to metals, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, back pain, blood cholesterol increased, blood disorder, bone cyst, breast cyst, bronchitis, bronchitis chronic, burning sensation, cardiac disorder, cerebral disorder, chronic obstructive pulmonary disease, coagulopathy, cyst, dandruff, dental caries, depression, depression suicidal, dermal cyst, dermatitis allergic, dermatochalasis, device dislocation, dizziness, drug hypersensitivity, dry hair, dry skin, dyskinesia, dysmenorrhoea, dyspepsia, ECG signs of myocardial ischaemia, feeling abnormal, fibromyalgia, gait inability, genital haemorrhage, gingival discolouration, hair disorder, headache, heart rate abnormal, hyperhidrosis, immunodeficiency, inflammation, influenza like illness, injury, insomnia, left ventricular hypertrophy, loss of consciousness, lower respiratory tract infection, lymphadenopathy, malaise, mammogram abnormal, mass, memory impairment, menorrhagia, menstrual disorder, mental impairment, metal poisoning, migraine, muscle twitching, nausea, nightmare, pain in extremity, palpitations, panic reaction, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, procedural pain, productive cough, pruritus, pulmonary function test decreased, respiratory tract infection, restless legs syndrome, rheumatoid arthritis, rhinitis, serotonin syndrome, sinusitis, skin odour abnormal, suicide attempt, swelling, teeth brittle, tooth discolouration, tooth loss, tremor, trigger finger, urticaria, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, vitamin d deficiency, vomiting, weight increased, hair texture abnormal and smelly body to be related to essure. The reporter commented: consumer reported on (B)(6) 2014 (FDA # mw (B)(4)): within one month, she started experiencing extremely heavy menstrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, she did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. She was placed on over ten different medications, non helped, some made symptoms worse. For several years, she experienced the symptoms and went to various mental health professionals, gynecological doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, she became suicidal. On (B)(6) 2013, she had essure removed. After removal, her mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain. Consumer assessed the case as other serious (important medical events); however did not specify it. On (B)(6) 2017, consumer reported (media broadcast) that essure was removed due to a rash, brain fog and pain. The symptoms were so severe that she lost her job. The essure device was placed through the right fallopian tube and deployed without difficulty. There were 2 trailing coils. Second essure deployed with about 4 trailing coils. She had essure removed, her severe pain left afterward's but after having them in for 5 years, she had other health issues that were from essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: crazy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Electrocardiogram in 2008: assessment: abnormal nos. Results: ischemia. Hysterosalpingogram on (B)(6) 2008: tubal occlusion. Mammogram on an unknown date: assessment: abnormal nos. Results: abnormal. Ultrasound scan on an unknown date: assessment: abnormal nos. Results: swollen lymph nodes; in 2012: couldn't find one of the coils for over an hour. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Outcome of the event "episodes of rage" was changed to "recovered/resolved". "Crying episodes" was added to the event "crying spells" and outcome was changed to "recovered/resolved". New reporter was added. On 23-mar-2020: social media received: new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw(B)(4) ) on 23-may-2013. The most recent information was received on 23-jun-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('couldn't find one of the coils for over an hour'), pelvic pain ('pelvic pain / pain'), dermatitis allergic ('rash/constant rash / allergies or hypersensitivity reaction - rash'), mental impairment ('brain fog (she lost her job)'), suicide attempt ('suicide attempts/ suicide threat'), immunodeficiency ('further demise of her immune system/immune system deficiency'), rheumatoid arthritis ('arthritis') and metal poisoning ('nickel poisoning/heavy metal toxicity') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had extreme difficultly implanting the left coil, process took around an hour/ left coil didn't want to go in but dr kept forcing it" in (B)(6) 2008, device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted,". The patient's medical history included parity 1 in 1993, abortion in 1989 and multigravida. Previously administered products included for contraception: depo shot from (B)(6) 2008 to 2008; for birth control: ortho novum from 1985 to july 2008. Concurrent conditions included body mass index normal since 1993, depression since 1993 and bronchitis since 1993. Concomitant products included acetylsalicylic acid (aspirin), aripiprazole (abilify), desvenlafaxine succinate (pristiq), dexamethasone;diprophylline;tetracycline hydrochloride;trypsin (pulmocortison iny), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), melatonin, methylphenidate, mirtazapine, quetiapine fumarate (seroquel), risperidone (risperdal), salbutamol (albuterol) and ziprasidone. In 2008, the patient was found to have ECG signs of myocardial ischaemia ("EKG showed ischemia which resulted in an immediate stress test") and experienced hair disorder ("hair follicle disease"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("pain during insertion procedure"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), dermatitis allergic (seriousness criteria hospitalization and intervention required), mental impairment (seriousness criterion hospitalization), depression suicidal ("depression so bad, she became suicidal, suicidal thoughts") with fatigue, mood swings, crying and anger, cerebral disorder ("brain zaps"), menorrhagia ("extreme clotting with heavy bleeding (menstruation), excessive bleeding"), headache ("headaches"), back pain ("back pain"), abdominal pain ("pain in abdomen"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea/ painful periods"), abdominal distension ("abdominal distended/ painful stomach bloat"), migraine ("migraine"), nausea ("nausea"), dyspepsia ("digestive issue/ heartburn") and respiratory tract infection ("respiratory infection"). In (B)(6) 2008, the patient experienced dry skin ("dry skin"). In (B)(6) 2008, the patient experienced muscle twitching ("twitching/twitched in neck, hand and arms/ bad twitching in arms and also in legs") and tremor ("uncontrollable tremors"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain/ weight issues / weight gain / loss (specify which one) gained weight"). In (B)(6) 2009, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("miscarriage") and experienced abortion spontaneous ("miscarriage"). In 2012, the patient experienced dental caries ("teeth began to rot out, had them pulled, crowns, and cavities/"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("joint pain/wrists/elbows/knees"), breast cyst ("cyst breast"), menstrual disorder ("abnormal menstrual cycle"), hypoaesthesia ("numbness") and paraesthesia ("tingling of hand, my whole body feels tingly"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), autoimmune disorder ("autoimmune issues"), dizziness ("dizziness/vertigo issues"), pain in extremity ("leg pain/"), immunodeficiency (seriousness criterion medically significant), lymphadenopathy ("swollen lymph nodes/multiple swollen lymph nodes"), abnormal behaviour ("crazy"), abdominal pain lower ("cramping/ abdominal cramping"), depression ("depression"), urticaria ("hives"), lower respiratory tract infection ("chronic chest infections"), cyst ("cysts"), vertigo ("vertigo"), blood disorder ("blood disorder/ blood thickening disorder"), skin odour abnormal ("foul smelling/ scalp smelled horrible/ my whole body smelled horribly"), hyperhidrosis ("sweating/ I used to sweat so bad and I smelled horrible"), dermal cyst ("skin cysts/cysts develop on upper thigh,on my butt,in my hands,"), sinusitis ("sinus infection"), restless legs syndrome ("restless leg"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), mass ("bump on body and face"), vision blurred ("worsened vision/ vert blurry vision/ my vision got really blurry after I got assure"), left ventricular hypertrophy ("hypertrophy"), inflammation ("inflammation/ chronic inflammation"), dyspnoea ("labored breathing"), loss of consciousness ("blackouts"), allergy to metals ("nickel allergy"), insomnia ("insomnia"), metal poisoning (seriousness criterion medically significant), coagulopathy ("clotting"), malaise ("sick"), swelling ("swelling"), pruritus ("itch"), burning sensation ("face burn"), teeth brittle ("dental problems/ crumbling/ teeth falling apart"), trigger finger ("trigger fingers"), acne ("chin pimples"), influenza like illness ("flu like symptoms"), panic reaction ("panic with essure"), injury ("trauma"), cardiac disorder ("cardiac issues"), bronchitis chronic ("chronic bronchitis"), asthma ("bad asthma"), dyskinesia ("arms jerk/ legs jerk"), smelly body ("body smelled"), gingival discolouration ("my gums started turning black"), memory impairment ("bad memories/ I had a razor sharp memory prior to essure"), bone cyst ("I have cyst in my hand bones"), dry hair ("dry hair"), hair texture abnormal ("before essure my hair was mostly straight with a little wave now I have kinky coils (curly),exhausting)"), tooth discolouration ("dental problems/ turning grey/black/ teeth turned blackish") and gait inability ("couldn't walk") and was found to have mammogram abnormal ("abnormal mammogram resulted in further diagnostic mammogram testing and ultrasound"), heart rate abnormal ("abnormal heart rate") and acrochordon ("skin tags"). The patient was treated with surgery (essure removed via hysterectomy /surgery, essure removed via hysterectomy/surgery, required psychiatric attention and teeth pulled, crowns, and cavities) and psychiatric attention. Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, dermatitis allergic, mental impairment, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, ECG signs of myocardial ischaemia, cerebral disorder, procedural pain, dizziness, headache, immunodeficiency, mammogram abnormal, lymphadenopathy, back pain, abnormal behaviour, urticaria, lower respiratory tract infection, cyst, rheumatoid arthritis, fibromyalgia, vertigo, heart rate abnormal, blood disorder, abdominal distension, skin odour abnormal, hyperhidrosis, dry skin, dermal cyst, acrochordon, migraine, nausea, restless legs syndrome, post-traumatic stress disorder, anxiety, mass, vision blurred, vitamin d deficiency, arthralgia, hair disorder, left ventricular hypertrophy, tremor, dyspepsia, breast cyst, respiratory tract infection, inflammation, hypoaesthesia, paraesthesia, dyspnoea, loss of consciousness, allergy to metals, insomnia, metal poisoning, malaise, swelling, pruritus, burning sensation, trigger finger, acne, panic reaction, injury, cardiac disorder, dyskinesia, smelly body, gingival discolouration, memory impairment, bone cyst, dry hair, hair texture abnormal, tooth discolouration and gait inability outcome was unknown, the pelvic pain, depression suicidal, suicide attempt, menorrhagia, pain in extremity, abdominal pain, depression, vaginal haemorrhage, dysmenorrhoea, coagulopathy and teeth brittle had resolved, the dental caries, abdominal pain lower, alopecia and menstrual disorder was resolving and the muscle twitching, sinusitis, weight increased, bronchitis chronic and asthma had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dyspnoea, hypoaesthesia and paraesthesia with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abnormal behaviour, abortion spontaneous, acne, acrochordon, allergy to metals, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, back pain, blood cholesterol increased, blood disorder, bone cyst, breast cyst, bronchitis, bronchitis chronic, burning sensation, cardiac disorder, cerebral disorder, chronic obstructive pulmonary disease, coagulopathy, cyst, dandruff, dental caries, depression, depression suicidal, dermal cyst, dermatitis allergic, dermatochalasis, device dislocation, dizziness, drug hypersensitivity, dry hair, dry skin, dyskinesia, dysmenorrhoea, dyspepsia, ECG signs of myocardial ischaemia, feeling abnormal, fibromyalgia, gait inability, genital haemorrhage, gingival discolouration, hair disorder, headache, heart rate abnormal, hyperhidrosis, immunodeficiency, inflammation, influenza like illness, injury, insomnia, left ventricular hypertrophy, loss of consciousness, lower respiratory tract infection, lymphadenopathy, malaise, mammogram abnormal, mass, memory impairment, menorrhagia, menstrual disorder, mental impairment, metal poisoning, migraine, muscle twitching, nausea, nightmare, pain in extremity, palpitations, panic reaction, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, procedural pain, productive cough, pruritus, pulmonary function test decreased, respiratory tract infection, restless legs syndrome, rheumatoid arthritis, rhinitis, serotonin syndrome, sinusitis, skin odour abnormal, suicide attempt, swelling, teeth brittle, tooth discolouration, tooth loss, tremor, trigger finger, urticaria, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, vitamin d deficiency, vomiting, weight increased, hair texture abnormal and smelly body to be related to essure. The reporter commented: consumer reported on (B)(6) 2014 (FDA # mw(B)(4)): within one month, she started experiencing extremely heavy menstrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, she did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. She was placed on over ten different medications, non helped, some made symptoms worse. For several years, she experienced the symptoms and went to various mental health professionals, gynecological doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, she became suicidal. On (B)(6) 2013, she had essure removed. After removal, her mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain. Consumer assessed the case as other serious (important medical events); however did not specify it. On (B)(6) 2017, consumer reported (media broadcast) that essure was removed due to a rash, brain fog and pain. The symptoms were so severe that she lost her job. The essure device was placed through the right fallopian tube and deployed without difficulty. There were 2 trailing coils. Second essure deployed with about 4 trailing coils. She had essure removed, her severe pain left afterward's but after having them in for 5 years, she had other health issues that were from essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: crazy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Electrocardiogram in 2008: assessment: abnormal nos. Results: ischemia. Hysterosalpingogram on (B)(6) 2008: tubal occlusion. Mammogram on an unknown date: assessment: abnormal nos. Results: abnormal. Ultrasound scan on an unknown date: assessment: abnormal nos. Results: swollen lymph nodes; in 2012: couldn't find one of the coils for over an hour. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.